Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube next to the distal tip. Components adjacent to this broken main tube did not show damage. Material missing was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument had a broken tip. The procedure was completed with no reported injury.